Event description:
It was reported that the pulse generator exhibited noise on the ventricular channel. A loss of capture was also noted. The device was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.